Event description:
The customer reported that the ventilator shut down and did not alarm. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. The service engineer reported a complete performance verification was performed and the unit passed all testing to operating specifications, including alarms.